Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available,a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A systems check was performed with tandem technical support (tts) and no issues were identified; however, the customer was using residual insulin left in the cartridge, tts educated the customer that this is considered off label insulin use. The customer successfully changed the pump supplies and resumed insulin therapy.